Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. On 03/08/06, the pt was seen by a co rep for device eval. External equipement was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's device has been scheduled.